Manufacturer narrative:
(B)(4). Medical devices - g7 acetabular shell # item 010000662, lot 3604647; g7 neutral liner # item 010000856, lot 3464275; cocr modular head # item 11-363661, lot 799740. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately 1 month post initial surgery due to periprosthetic femur fracture after experiencing a fall. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI # (B)(4). Concomitant medical products - g7 acetabular shell catalog #: 010000662 lot #: 3604647, g7 neutral liner catalog #: 010000856 lot #: 3464275, cocr modular head catalog #: 11-363661 lot #: 799740, g7 screw 6.5mm x 25mm catalog #: 010000998 lot #: 3604090, g7 screw 6.5mm x 20mm catalog #: 010000997 lot #: 3654042. The device was evaluated through manufacturing review and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the revision operative notes, the patient was in their kitchen, became dizzy, and had a syncopal episode, falling to the floor. The patient was then unable to ambulate, and diagnosed with a periprosthetic fracture. The patient was revised without complication or notable surgical findings. The root cause is determined to be a patient fall caused by dizziness and syncopal episode (fainting). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.